Event description:
11/11/96-pt had surgery for collapsed cervical 5-6 disc space with large disc herniation at cervical 5-6. A "cdf" cervical 5-6 with right iliac bone graft and synthes cervical locking sys #18. Pt discharged with neck collar to be worn 4-12 weeks post operative. No driving 3-4 weeks, no lifting over 20 lbs. Followed post operative with x-rays and found to have fractured cervical plate. Removal of anterior instrumentation, cervical spine and exploration of cervical fusion. Solid fusion confirmed at cervical 5-6 with good bone continuity. Wound closed.